Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus deliveries. The customer changed their pump supplies resolving their occlusion alarms. The customer's blood glucose (bg) level was 590mg/dl and a correction bolus was delivered to address the bg levels. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. During follow-up, the customer's bg level was 283mg/dl and going towards target range. The customer declined an additional follow-up to verify that their bg level reached target range.